Event description:
Additional info received from MFR on 11/20/1998: the final results of the co's failure analysis concluded this product was customized by the clinician to meet their specifications. The original specifications called for tygon 50. Immediately upon receipt of the initial complaint information, a pack specification change was initiated to modify the tubing to tygon 65. No product was received from the hospital for evaluation. At this time, contact with the hospital has been unsuccessful. The original pack specifications were approved by the customer on 09/23/1997. Subsequently, on 09/22/1998, a pack change was implemented to include super tygon tubing.